Event description:
As reported by the end user, "after placement this catheter had broken into two pieces." The detached portion of catheter was easily removed from pt as the catheter broke outside the pt. The device was replaced with another new of the same device and the procedure was completed without further complications. No further medical intervention was required. There was no harm to the pt due to this malfunction.

Manufacturer narrative:
Returned for evaluation was one used drainage catheter. A visual examination of the device noted that catheter was broken in two, approx 25 cm from the pigtail. The approx 5 cm of catheter attached the luer was not returned, as it was disposed of by the end user. The complaint is confirmed. The most likely root cause for the reported complaint type is that catheter was incompatible with procedural fluids; however, this cannot be definitively determined. The instructions for use ((B)(4)), which is supplied to the end user with this catalog number, contains a statement, "the catheters are designed for percutaneous drainage of fluids. This device is not indicated for direct contact with the heart, central circulatory system or the central nervous system. Warnings: do not use this catheter with alcohol. Do not use this catheter as a delivery system for nutritional supplements." During the review of the manufacturing records for the lot that was obtained through a ship history review, it was observed that the manufactured lot meets all device specifications and quality requirements. A review of the angiodynamics complaint system noted this is the first reported complaint for this product family and complaint type in five years. No trends were noted for this product family and complaint type. This type of complaint will continue to be monitored for trends. Complaint (B)(4).